Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 13. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.